Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the customer was not performing the air removal step. Blood glucose was not impacted. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.